Manufacturer narrative:
Device passed the displacement test. However, pump error 63 alarm during self test and confirmed in the device history due broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm during self test. Troubleshooting was performed. Customer was able to clear the alarm and able to complete insulin pump rewound. Customer performed self test and the test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.